Event description:
A distributor contacted baxter (B)(4) regarding a minicap, where the poivdone sponge fell out. There was no patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in line) was not confirmed and the root cause could not be determined because the sample was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.